Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient was sedated for an endoscopy. A magnet was applied to this implantable cardioverter defibrillator (ICD) and then the patient went asystolic. Chest compressions had to be started. Boston scientific technical services discussed that there may have been loss of capture or the sedation medications may have played a role; however, there is no definitive cause of the field observations. At this time, the ICD was checked and all measurements are stable. The ICD remains in service. No additional adverse patient effects were reported.